Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product ethisorb caused and/or contributed to the adverse events described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used?

Event description:
It was reported in a literature article that a patient underwent a parotidectomy procedure on an unknown date and a patch was used. It was possible that the patient had a wound complication possibly a salivary fistula and/ or fluid collection. The parotid fistula eventually closed with conservative treatment and no long term complications were encountered. Treatment was not reported for the fluid collection. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? Not directly. Does the surgeon believe that ethicon product ethisorb caused and/or contributed to the adverse events described in the article? Yes can specific patient demographics be provided for the subjects of this article? Yes but don¿t see the need of additional effort . If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? Probably not.